Event description:
It was reported that the patient experienced diaphragmatic stimulation. The device was replaced.

Manufacturer narrative:
Analysis of the device did not reveal any device condition that would have contributed to the field experience of diaphragmatic stimulation. The device functionality was normal during automated testing. No anomalies were noted and the device met all specifications.